Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction had been reported. It was reported via trial that the patient experienced ischemia, hypertension and chest pain beginning in 2009 and was rehospitalized and two days later. The patient underwent revascularization of the distal and proximal rca because of stent edge restenosis of the xience v that was implanted in 2008 in the mid rca. Also, the patient was treated successfully with the placement of another company's stents. No additional event or patient information is available.

Manufacturer narrative:
The second xience v stent indicated is being filed under the same MFR number. Results and summation: product performance engineering reviewed the incident. Angina, hypertension, ischemia, and restenosis as listed in the xience IFU, are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Additionally, these patient effects, along with hospitalization are listed as no-fault post-procedure complications. A conclusive cause for all the reported patient effects and the relationship to the xience v sds, if any cannot be determined.